Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the system controller was exchanged because of an issue with the bend relief connection. The patient then presented to the clinic with low-speed alarms happening 3 times in the last week, alarming below the set low speed limit of 8600. It was noted that the patient also had extensive rescue tape on the driveline. The log file captured 3 low power speed advisories on 24mar2026 and 27mar2026 while connected to the mobile power unit (mpu). The speed drops were noted to be as low as 6070rpm. These types of behavior had been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the ventricular assist device (vad) is connected to the mpu. In order to prevent further interruption in support, it was recommended to keep the vad connected to battery power or ungrounded patient cable and power module until further investigation was completed. The submitted photos of the external portion of the driveline showed the reported extensive rescue tape on the driveline. However, the x-rays from the internal and external portion of the driveline looked unremarkable. The customer requested a distal end repair for the patient. Technical services were to be on sire on 22apr2026 for the repair.